Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the cap split and fell into the duodenal lumen and was migrating towards the small intestine. An endoscope was inserted to look for the cap and it was retrieved with a grasper and roth net. There was no reported patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to the following patient identifiers:(B)(6).

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to d1, d2, d4 & g4. Olympus selected tjf-q190v as a representative product. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.